Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: 14898561/14963857.

Event description:
It was reported that after the ipg replacement procedure (MFR number 3006630150-2021-02105), the patient experienced inadequate stimulation, burning sensations, and stinging from the spinal cord stimulator (scs). The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.